Event description:
It was reported that while in an ambulance the pump was plugged in like all the other transports. The pump went to main power for about a minute then back to battery and then shut off. The pump was started again but it would only stay in battery mode, even though all other devices in the ambulance were unplugged. Upon arrival at the ER, the rotaflow was unplugged which was running on the battery and flashing battery error after it had shout down, restarted and shut off. The pump would not restart. Hand cranking was performed until they arrived at the pt's room and switched him over to another console. After getting the pt settled, the original console was plugged in but would not turn on, whether plugged in or not. (B)(4). Ref MFR number 8010762-2014-00108.